Manufacturer narrative:
The event of lymphoma-alcl suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details is not available, as the reporter did not provide any contact information. Reason for reoperation: suspicion of lymphoma-alcl. This is a known potential adverse event addressed in the product labeling.

Event description:
Regulatory agency reports patient "was diagnosed with an anaplastic large cell lymphoma (bia-alcl) 10 years after her breast augmentation surgery." The status of the device is unknown. Affected side is unknown. No biomarkers or diagnostic testing results were provided.